Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant (bopt6510) and one unknown 3i screw were returned for investigation. Visual evaluation of the as returned products identified small screw fragments in the implant drive feature, and signs of wear (markings). Additionally, there was bone/blood residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported devices have been placed on an unknown tooth location for 2 months. X-ray and picture images were not provided. DHR review for the lot (2019090915) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the screw since the lot number was unknown. Complaint history review was performed for the reported lot (2019090915) and no similar event or complaint was found. However, complaint history review could not be performed for the screw since the item/lot number was unknown. Based on the available information, device malfunction did occur and the reported screw fracture was confirmed - screw fragment was identified/stuck in the implant drive feature.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant screw fractured at the base of the hex. Implant at tooth location #3 fractured with failed retrieval attempt of fractured screw and was removed. Patient not returning for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.